Manufacturer narrative:
Product complaint # ==> (B)(4). Bladder neck contracture occurred, additional surgical intervention to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent citation: journal of endourology. 2013 september;27(supplement 1):a230. Doi: 10.1089/end.2013.2001.

Event description:
It was reported in a journal article ¿bladder neck contracture-incidence and management following contemporary robot assisted laparoscopic prostatectomy techniques ¿and suture was used for urethral anastomosis to bladder neck. A retrospective case analysis was conducted among patients who underwent davinci robot assisted laparoscopic prostatectomy by a single surgeon from 2005 to 2012. It was possible the patient experienced bladder neck contracture and underwent bladder neck incisions using cold knife followed by self-regimen of clean intermittent catheterization. In conclusion, early identification of bladder neck stricture and institution of self cic regimen following bladder neck incision results in post- operative period free of recurrence. No additional information was provided.